Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined had the drive shaft was broken which caused the device to have excessive vibration, the device made an abnormal noise and overheated. The device also failed pretests for operational temperature specification, noise assessment and temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was vibrating, noisy and overheated. It was reported that there was an unspecified amount of delay in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.